Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, previous coronary artery disease, chronic kidney disease, and previous cerebrovascular accident. Complications reported included death, heart failure, intracranial hemorrhage, shock, cardiac arrest, hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: assessing the impact of urgency and delays to transcatheter edge-to-edge repair in a new regional program. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "assessing the impact of urgency and delays to transcatheter edge-to-edge repair in a new regional program", was reviewed. This research article is a retrospective multicenter experience to evaluate the differences in outcomes between urgent and elective patients undergoing mitraclip. The device included in this study was mitraclip. The article concluded that urgent transcatheter edge-to-edge repair (teer) was asociated with increased 1 year mortality and hf readmissions. Preprocedural heart failure admissions were common with delayed teer referral. [The primary and corresponding author was razi khan, royal columbian hospital, new westminster, british columbia, canada, with corresponding email: razi.khan@gmail.com.]. This study included all patients who underwent teer using the mitraclip g4 system from 01 october 2021 to 31 december 2023. A total of 52 patients were included in the study, of which all received an abbott device. The average age of the elective group was 78.4 years. The average age of the urgent group was 75.5 years. The majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes, previous coronary artery disease, chronic kidney disease, and previous cerebrovascular accident.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "assessing the impact of urgency and delays to transcatheter edge-to-edge repair in a new regional program", was reviewed. This research article is a retrospective multicenter experience to evaluate the differences in outcomes between urgent and elective patients undergoing mitraclip. The device included in this study was mitraclip. The article concluded that urgent transcatheter edge-to-edge repair (teer) was associated with increased 1 year mortality and hf readmissions. Preprocedural heart failure admissions were common with delayed teer referral. [The primary and corresponding author was razi khan, royal columbian hospital, new westminster, british columbia, canada, with corresponding email: razi.khan@gmail.com.]. This study included all patients who underwent teer using the mitraclip g4 system from 01 october 2021 to 31 december 2023. A total of 52 patients were included in the study, of which all received an abbott device. The average age of the elective group was 78.4 years. The average age of the urgent group was 75.5 years. The majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes, previous coronary artery disease, chronic kidney disease, and previous cerebrovascular accident.